Manufacturer narrative:
The device in question was returned to mmdg for evaluation of an issue un-related to volumetric accuracy. During the course of the investigation, it was found that, during volumetric accuracy testing, the pump delivered below the +/- 5% range generally considered non-reportable by mmdg. The device was repaired and returned to the customer. This is a retrospective filing.

Event description:
During investigation of an unrelated complaint, the pump under-delivered by more than 5% in a standard volumetric accuracy test. (B)(4).